Manufacturer narrative:
Additional information was added to: g6, h2, h3, h6, h10. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported 4 issues he's having with his syringes in this lot and previous lots. He could; not provide the previous lot numbers. Stated, needle shields are hard to remove stated, needle hub separates as a result of pulling really hard on the needle shield stated, individual bags are harder to open, (they are perforated but don't open easily) stated, he is seeing "dead space" in barrel which is giving him a little more than one unit when he draws up. Stated, his blood sugar has not been affected. Lot: 3163567, (could not provide previous lots or how many boxes were affected previously) catalog: 328291 date of event: unknown samples: yes cl